Event description:
A malfunction was reported where the pump became hot to touch and temperature alarms were recorded. The impact on the customer's blood glucose level was unknown as the customer declined to provide information. Technical support resolved the issue by sending a replacement pump, advising the customer on the use of current software, and instructing them on how to return the faulty pump. The customer was also informed about the backup insulin pump to ensure uninterrupted insulin delivery.